Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported the following information was provided by the initial reporter, translated from (B)(6) to english. Verbatim: ¿the temporary lids open after closing.¿

Manufacturer narrative:
H.6. Investigation: no samples or pictures were received. Three attempts to get more information or pictures were made, however in none of the cases additional information were provided. DHR review process can¿t be performed because the lot number wasn¿t provided. A review of the ncmr¿s was performed; the result showed there were no issues reported like temporary lid didn¿t close for the same part number throughout the last twelve months. Based on information provided it wasn¿t possible determine the root cause like a failure mode related to the manufacturing process since there is not enough information or evidence to confirm a failure. H3 other text : see h.10

Event description:
It was reported the following information was provided by the initial reporter, translated from japaneses to english. Verbatim: ¿the temporary lids open after closing¿.